Event description:
The customer reported the system displayed "filament error" and a "generator error" error messages. This condition results in automatic system shutdown. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.